Event description:
On (B) (6) 2010, the pt reported she received an e4 (occlusion) on her insulin infusion device within 24 hours after she inserted a new infusion headset using an insertion device. She said she removed the headset and the canula was bent. She stated she examined the rest of the box of infusion sets and the introducer needles are not at a 90 degree angle. She said her blood glucose elevated to 500 mg/dl with her normal range being 110-190 mg/dl. Symptoms were dry mouth and frequent urination and she corrected her readings by delivering insulin via syringe. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.